Event description:
It was reported that upon insertion of the pulseselect catheter, noisy intracardiac signals were observed on the recording system, specifically at electrode #7, and the catheter appeared distorted and abnormal on another manufacturer's mapping system. The pin connections were secured and cables were reseated, but the issue persisted. The catheter interface cable was replaced, but the issue continued. After replacing the pulseselect catheter with a new one, the issue was resolved. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012690606 was returned and analyzed. Visual inspection showed the shaft appeared to be kinked. The catheter was connected to the returned catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to a generator via the returned cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the returned product inspection due to a kinked catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.